Event description:
It was reported that the customer experienced high blood glucose. The customer stated that he had been delivering boluses. The customer's blood glucose was 500 mg/dl. The customer treated himself with a manual injection. The customer expressed discontent with the sensor due to continual alerts from the sensor. Reviewed the silent alert feature. The customer mentioned that the infusion set may have been bent. The customer stated he would call back later in order to perform troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.